Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The surveillance camera installed in the examination room was broke. Customer requested philips if they can do the repair. This is not philips manufactured product and the issue does not affect philips product or the patient and the examination. Hence no further action was taken. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The surveillance camera installed in the examination room was broke which is not the philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that images were not displayed on the monitor in the exam room. There was no report of harm. Philips has started an investigation of this complaint.